Event description:
It was reported that at the user facility, the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No injuries or adverse consequences were reported by the initial reporter.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the trigger shafts were corroded, which can cause the reported event.

Event description:
It was reported that at the user facility, the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No injuries or adverse consequences were reported by the initial reporter.